Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during centrifugation with bd microtainer® sst¿ tubes sample leaked. The following information was provided by the initial reporter: 365968 was spun at the correct centrifugation speed of 6000g and found that there was a leak in the tubes.